Event description:
An adc customer reported that she does not trust the readings provided on their pxtra meters. She reported that on (B)(6) 2010 at lunchtime, she obtained three different readings on her pxtra meters using two different strip lots (81264 and 45001a265). Specifically, the customer stated they received a reading of 3.2mmol/l on their pxtra meter ((B)(4) using strip lot 45001a265) and compared that reading to a reading of 7.8mmol/l obtained on a second pxtra meter ((B)(4) using strip lot 81264) and also compared it to a reading of 7.0mmol/l obtained on a third pxtra meter ((B)(4) using strip lot 81264).customer stated she lost consciousness after the readings were obtained and her neighbor "found her and gave her milk to drink." Customer was not transported to a health care facility and no diagnosis or treatment outside the diabetic's normal regimen was reported. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Additional product information: (B)(4) (device manufacturer date: 12/27/2009) and meter (B)(4) (device manufacturer date: 04/22/2008). Customer's meters and test strips have been received back and an investigation is in process. A supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The customers meter's (B)(4) strip lots 81264 and 45001a265 were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. A similar reading of 3.8mmol/l(70mg/dl) was found in the meter memory (B)(4). The reading of 7.8mmol/l(140mg/dl) was found in the meter memory (B)(4) and the reading of 7.0mmol/l(120mg/dl) was found in the meter memory (B)(4). This is a final report.